Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 40 mg/dl for the last few hours and the it was saying over 250 mg/dl. Customer stated she has been receiving multiple alerts for the past three nights because of the inaccurate readings. The alarm history was checked and multiple threshold suspend alarms were found. Customer didn't have insulin for over two hours. She was itchy, could not breathe and water would not quench her thirst. Current blood glucose value is 148 mg/dl and sensor reading is 68 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed with high readings. Found the cannula bent. Unable to confirm that the customer received sensor in said condition due to the product being returned opened/used.